Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had and impedance anomaly and was unable to capture. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of failure to capture and impedance issue were confirmed. As received, a complete lead was returned for analysis with helix found retracted and clogged with blood. Electrical testing found no indication of conductor fractures except internal short was noted due to overtorqued inner coil at the connector region consistent with procedural damage. The cause of the reported events is due to overtorqued inner coil consistent with procedural damage.